Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported on an autopsy report that the pt died one day post-implant due to cardiogenic shock caused by inadequate blood flow from the device. The underlying cause was reported as ischemic heart disease and left ventricular aneurysm secondary to severe coronary atherosclerosis. Furthermore, the operative report noted that "the interventricular septum was completely calcified in its distal third and this extended in the apex to the left ventricle. This also complicated implantation of the inflow cannula because this calcified area of the septum required angulation of the inflow conduit to get it pass this protruding heavily calcified area." The discharge summary states that during the hosp course, the pt experienced poor mean arterial pressures; his urinary output dwindled; his ra pressures were elevated and the lvad indicated poor flows. At this point, an rvad was also used on this pt, however, the pt condition did not improve. The pt's family decided to withdraw support and the pt expired.

Manufacturer narrative:
The MFR was unable to conduct an investigation of the returned device because it was reprocessed per procedure as it was returned as a non-complaint lvad approximately three months prior to the MFR receiving the complaint. Based on the info available it appears that pt condition/device inflow cannula placement may have contributed to event; however, due to the talent filing of the report no conclusion can be drawn as to the root cause of this event. No further info is available. The MFR is closing its file on this event.